Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to sub-cuff atrophy. A new artificial urinary sphincter was implanted. No patient complications were reported.